Manufacturer narrative:
A complete lead was returned in one piece. The reported events of increasing capture threshold and decreasing lead impedance were not confirmed. Analysis was normal. No anomalies were found. Correction b5 - should have also included the following: upon changing the configuration to unipolar the patient experienced pocket stimulation.

Event description:
Upon changing the configuration to unipolar the patient experienced pocket stimulation.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow up. Upon interrogation of the pacemaker, it was noted that the right ventricular lead exhibited high capture threshold. The right ventricular lead trend showed increasing capture threshold and decreasing lead impedance from time to time. A change to lead unipolar configuration was not recommended because the patient felt pocket stimulation. On (B)(6) 2021, the lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.